Event description:
Additional information was received from the patient. It was reported the device worked for a short period and somehow moved and started causing severe pain. They quit using it, but the damage seemed to be done. They haven't used the device in years but have tried to get mris and been unsuccessful. There were no steps to be taken at the time. The issue was not resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2016 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2016 explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported the last time they turned their device on 10 years ago it basically crippled them and they have not used their device since then. Patient stated the leads have moved and they need it taken out; patient is currently at the hospital awaiting an MRI of their back. Patient stated everything was charged as they had charged their implant on their own yesterday for the first time in a long time and reported seeing "1 bar" on the recharger. Patient attempted to connect with their controller and described seeing what agent understood as poor communication message; patient attempted with and without antenna. Agent provided the national answering service number and advised to have hospital contact local manufacturer representative (rep) to attempt to jump start ins. Agent redirected to manufacturer representative (rep) and hcp to further address. Patient commented they were told their ins was a 15 year battery; agent reviewed information.

Manufacturer narrative:
See b5 narrative for context surrounding date of event. Continuation of d10: product ID 977a260, lot# serial#(B)(6), implanted: (B)(6) 2016, product type; lead; product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2016, product type; lead, section d. Information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 17-nov-2019, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 04-dec-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.